Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported in the logs that the patient's pump had a motor stall on (B)(6) 2018 at 12:37 and motor stall recovery the same day at 15:32.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was not measured. No further complications were reported.